Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Visual inspection identified epoxy at the bottom of the connector block. This material prevented the set screw from fully inserting into the connector block and securing the lead.

Event description:
It was reported that stripped set screw was observed. The device was not implanted. No further information available.